Event description:
It was reported that a right atrial (ra) lead warning was received indicating impedance was 184 ohms. Impedance was 205 ohms at implant. The caller wanted to program the lead monitor values as impedance runs low for this patient. There were no issues noted with the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).